Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies noted. Microscopic examination of the seal revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve when the sheath was inserted into the patient and the dilator was removed. The device was replaced and the procedure was completed with no adverse consequences to the patient.